Event description:
The customer reported this event through voluntary event report mw5079399. Roche diagnostics has not received this complaint from the customer and are unable to identify the customer who had reported this event. A patient had a sample tested on an unknown coaguchek meter (serial number unknown) at an unknown time and the result was 4.8 inr. A venous sample collected from the patient at an unknown time was tested using an unknown method, resulting as 3.5 inr. No adverse events were alleged to have occurred with the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.